Manufacturer narrative:
Analysis of the pump found there to be no anomalies. Analysis of the catheter found it to be segmented and partially returned. Product ID 8709sc, serial,# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # d13674, implanted: (B)(6) 2012, product type accessory; product ID 8590-1, lot # n310345, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
A patient death was reported. The patient died of amyotrophic lateral sclerosis. The patient was seen last by her pump physician on (B)(6) 2012 for a post-operative exam. It was noted that there was no evidence of infection. The patient had a seroma in her post lumbar incision. The patient was expected back in three weeks for follow-up. There was no confirmation on whether or not the device/therapy was related to the patient's death. The drug in the pump was baclofen.